Manufacturer narrative:
The attached customer pictures indicated that pump module was broken/damaged at the upper and lower hinge post of the bezel. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported that the nicu experienced a one time over infusion involving a patient. The customer provided pictures that show that the IV pump had a broken hinge/bezel causing the door to misalign. There was no report of patient harm.